Manufacturer narrative:
The complaint received states that approximately one year post index procedure this (B)(4) patient expired from ischemic heart disease. This was a (B)(6) male with medical history including nstemi; prior stent to rca (B)(6) 2009; hypertension, niddm, former etoh abuse, morbid obesity and tobacco abuse. The patient was enrolled in (B)(6) study with angina. The patient had a lesion in the distal circumflex. The lesion was pre-dilated and a 2.5 x 18mm cypher stent implanted. Approximately a year post index procedure the patient died. The cause of death was noted as ischemic heart disease. The patient was taking the following medications at the time of the event: asa, lisinopril, metoprolol, simvastatin and amlodipine. It was noted that the patient was walking across the parking lot of a local grocery store and collapsed; ems was summoned and CPR was initiated. The patient was unable o be resuscitated. The admitting diagnosis for time of death was cardiopulmonary arrest with cause of death on death certificate listed as ischemic heart disease. The cypher stent remains implanted thus unavailable for analysis. There is no evidence to dissociate the cypher stent from the reported event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15144320 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. (B)(4) were approved on (B)(6) 2010. Therefore, all lots included in this pths (21156) can be accepted per specifications. Pre-sterile lot 15144326 was reviewed. It was observed during review of this lot that six units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
A fire star balloon catheter was used during the index procedure. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was enrolled in (B)(6) with angina. The patient had a lesion in the distal circumflex. The lesion was pre-dilated and a 2.5 x 18mm cypher stent implanted. Approximately a year post index procedure the patient died. The cause of death was noted as ischemic heart disease. It was noted that the patient was walking across the parking lot of a local grocery store and collapsed; ems was summoned and CPR was initiated. The patient was unable to be resuscitated. The admitting diagnosis for time of death was cardiopulmonary arrest with cause of death on death certificate listed as ischemic heart disease. The patient was taking the following medications at the time of the event: asa, lisinopril, metoprolol, simvastatin and amlodipine.